Manufacturer narrative:
Additional information related to the event will be available after investigation of returned device, which would be addressed in a follow-up report.

Event description:
(B)(6), placed their first cannula (31fr) on saturday. Cannula dislodged while trying to remove the obturator. During second attempt could not remove obturator. Small kink in rv. Clinician stated patient went to CT for possible rv wall injury and bronchial arterial bleed. Cannula still in use, will request return once the cannula is removed.

Manufacturer narrative:
No investigation could be possible since the device has been disposed off by the hospital at the end. Nevertheless, no further investigation or corrective actions have deemed required for the following reasons: - since the kinking could not have occurred with the introducer in place, it is assumed that the cannula was not correctly positioned in relation to the patient's anatomy. - the clinical procedure was anyway successfully completed. - all indications for use and warnings are already included in the instructions for use.

Event description:
Prisma columbia placed their first cannula (31fr) on saturday. Cannula dislodged while trying to remove the obturator. During second attempt could not remove obturator. Small kink in rv. Clinician stated patient went to CT for possible rv wall injury and bronchial arterial bleed. Cannula still in use, will request return once the cannula is removed.